Event description:
During r lower extremity arteriogram, the provider attempted to inflate the balloon and the balloon would not inflate. After multiple attempts to inflate, it was noticed that the hub was loose, upon removal the hub disconnected from the catheter. Another product was used to complete the procedure and no harm was caused to the patient.